Manufacturer narrative:
Product complaint (B)(4) investigation summary according to the information received, "it was reported that while reducing +4 10d liner broke/snapped twice. After impacting the new altrax +4 10 degree 52mm liner, the surgeon reduced the head trial into the liner, however the head trial bent/ broke the liners. The first attempt disengaged the liner from the shell. The second attempt broke off a piece of the elevated lip on the liner. There was a surgical delay of two hours. Doe: on (B)(6) 2024 / affected side: right hip. The product was not returned to depuy synthes, however photos were provided for review. See attachment "(B)(4) device photo ad (B)(6) 2024" review of the photographic evidence revealed that the altrx +4 10d 36idx52od appears to have the rim deformed. However, the quality of the photo is poor and no sings of fractures or other observations pertaining to the nature of the reported event could be identified. With the information provided is not possible to determine a potential cause at this moment. Consideration must be given to all potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection for the liner was unable to be performed since the device was not returned for evaluation. The overall complaint was confirmed as the observed condition of the altrx +4 10d 36idx52od would contribute to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while reducing altrax+4 10d liner it broke/snapped twice. After impacting the new altrax +4 10 degree 52mm liner, the surgeon reduced the head trial into the liner. However, the head trial bent/ broke the liners. The first attempt disengaged the liner from the shell. The second attempt broke off a piece of the elevated lip on the liner. There was a surgical delay of two hours. Doe: (B)(6) 2024 affected side: right hip.